Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error. The customer's blood glucose value was unknown at the time of the incident. The customer reported that during bolus the insulin pump had a motor error alarm. The insulin pump alarm history contains neither an e70 alarm nor more than one motor error alarm within a 30 day period. The customer reported that the drive support cap appeared normal or slightly indented. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No e70 alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).